Event description:
The bioresorbable sling was placed in 2002. There was a bulge at the site of suspending urethral sling with erosion at one of the tips. In 2003, removal of periurethral portion of sling keeping lateral portions intact. Sling cultured and wound positive for mrsa.